Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis has 2 holes in the right breast".

Event description:
Patient reported right side "prosthesis has 2 holes in the right breast, reported feeling local fever, swelling, pain and breast different from the other." Healthcare professional reported "right side, the presence of lateral and medial leakage is observed" via ultrasound. Device remains implanted.